Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. The insulin pump was unable to prime during prime test due to faulty force sensor resistor. No motor error alarm noted during testing. Motor passed motor test. The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted during testing. The insulin pump was received with minor scratched lcd window and cracked reservoir tube lip.

Event description:
The customer reported via phone call that they received a motor error alarm and a button error alarm. The customer also reported that the up arrow was stuck. The customer's blood glucose was 136 mg/dl at the time of incident. The customer stated that they were able to rewind the insulin pump. The customer stated that the insulin pump was not dropped or bumped. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.